Event description:
The customer stated that at 8:05 pm, her blood glucose was 329 mg/dl, which was read by another meter. She gave herself a manual injection (dosage unreported), as the omnipod was not calculating a bolus. At 9:30 pm, she gave herself a 2.5 unit bolus and ate 20 grams of carbohydrates. She reported that sometime later she had high blood glucose (>600 mg/dl), for which she went to the emergency room. She was admitted to the hospital after 9:30 pm and given intravenous insulin which brought her blood glucose down.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any malfunction or other product defect that may have contributed to the customer's reported hyperglycemia. Lot qualification records were reviewed, and the product lot met al acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4 - 6 times a day (when you wake up, before each meal, and before going to bed)."